Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the circumstances that led to the sit/lie functionality not operating correctly was discovered as a side issue- they clarified that their call was to investigate the possible modality changes to address the jolts. The patient clarified that they thought the sit/lie functionality would be addressed on (B)(6)2017 and said the modality option/issue remains open and the jolts were still severe. The patient reported that their charging monitor continually required resetting, especially in humid conditions. No further complications reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant sometimes helps with burning sensations but not with jolting sensation, or at least not as much as the patient would like (from prior to implant). The patient stated that they discussed the issue with their healthcare provider (hcp), who redirected them to a manufacturer representative to assess programming further. No further patient symptoms or complications were reported in this event. Additional information was received from the patient on (B)(6) 2017. It was reported that a new modality (e) was attempted, in addition to the sit/lie functionality being disabled in order to resolve the jolting sensations. The patient stated that they believed that the sit/lie functionality was not operating correctly. It was noted that the jolting sensations haven¿t bene resolved yet. The patient stated that their assumption was that their jolts were, so strong, that the spinal cord stimulation (scs) system was unable to ¿break through.¿ the patient mentioned that they have received ¿burning¿ relief. An appointment was scheduled with their healthcare provider on (B)(6) 2017. No further complications were reported or anticipated.